Event description:
The patient was not able to adjust stimulation with the patient programmer. Three green lights were seen on the patient programmer. When he turned the device on ¿nothing happens inside my body. No more vibrating, shaking or anything.¿ he tried to increase one and two but did not feel anything. The upper limit was reached. A triple beep on the patient programmer was heard when trying to increase the ins. Everything was working great up until two weeks ago, which was the last time he turned it on. Then two days ago he tried to turned the device on because his back was aching. He ended up having to take hydrocodone pills. When he sits down and something is pressed up against his back, the stimulation doubles. He does not see anyone for his pain management. He had an appointment on (B)(6) 2013 with his primary care physician. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), product type programmer, patient; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3487a-33, lot # j0316057v, implanted: (B)(6) 2003, product type lead; product ID 7435, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).